Event description:
It was report that a minimum fill notification occurred in october 2025 although a specific date was not provided by the customer. Customer had since reverted to using an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.